Manufacturer narrative:
Insulin pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed.unable to verify motor position encoder alarm in the alarm history due to history file overwritten with displayable history check failed alarms. Displayable history check failed alarms due to a corrupted history file. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error alarm and a motor position encoder error alarm during prime. Customer's blood glucose was unknown. Customer was able to rewind and prime the device, but the device was unable to delivery basal due to the motor error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.